Event description:
Pt presented with low inr, power spikes and high ldh. Initially there was no evidence of clot so medical management by anticoagulation was attempted. Ldh rose again (B)(6), pt underwent a hmii exchange. A small clot was found in the pump.